Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event ; unknown/ not provided. (B)(6). (B)(4). Investigation results equipment: the excimer laser machine was examined and tested at the customer location by an jjsv field service specialist (fss). The fss checked aspirator,centering. The plastic was very good with no artifacts. No trouble found on the system board to resolve. The system was verified for all modes of operations. The system met jjsv specifications. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported after a surgery with machine, model excimer laser, a case of central island. After several follow-ups no further information were received.